Event description:
It was reported that the patient received several inappropriate shocks for multiple svts due to the vt timeout being programmed on. Initially the svts were correctly diagnosed, however, the timeout caused inappropriate therapies. Session records were loaded onto the programmer but the egms were not recovered due to several emgs being recorded and not given enough time to download before the wand was removed by physician. Multiple noise reversion episodes were observed indicating that the magnet that was placed on the patient may have been too mobile to work effectively. Device has since been interrogated and was functioning normally. The patient was brought to the hospital for health management due to imminent death. The patient expired.

Manufacturer narrative:
Evaluation description: the reported inappropriate therapy delivery was confirmed in the laboratory via review of the electrograms and was due to svt timeout. The device was tested on the bench and no anomaly was found.

Event description:
New information received notes the patient was on a managed pathway. The death was not device/arrhythmia related.